Event description:
Additional information received reported that an impedance check was performed and impedances were normal. The patient was reprogrammed and coverage was improved. The manufacturer's representative (rep) did not have any additional information about the lead migration. It was unknown if the fall contributed to the migration. The patient would follow-up as needed. There was a 50% or greater symptom reduction.

Event description:
It was reported that the stimulator was ¿not working as well.¿ and that the patient used to have it at a setting of 7 or 8 and now had it at 10.1. It was noted the patient experienced a fall around (B)(6) 2014, but a couple of months after that was when the performance level went down. It was noted that it was ¿very much an overnight, all of a sudden¿ change to where he needed the stronger stimulation. The reporter did not attribute the change in stimulation to the fall. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3550-39, lot# n272119, implanted: (B)(6) 2011, product type: accessory. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient fell last spring, about a year ago, and noticed a change in therapy. An x-ray from (B)(6) 2014 was showing that the lead was out of place. The patient kept stimulation at 8v, had to max to 10.5v, and knew that something was wrong. The patient moved and had issues locating proper care, but now found a healthcare professional (hcp). The patient had an appointment (B)(6) 2015 and wanted a manufacturer's representative to meet at the hcp office. The manufacturer's representative stated that they would meet the patient on (B)(6) 2015. No outcome was reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.